Event description:
It was reported that pulse generator was being replaced after nine years of implant time. Previously, the system stored untreated episodes due to oversensing of noise. During the procedure, the electrode was found coiled up in the pocket with damaged insulation near the terminal boot. The physician elected to repair the electrode insulation and leave the electrode implanted. The sensing vector with the best signal was the secondary sensing vector. The new pulse generator is now programmed to the secondary sensing vector. Attempts to induce an arrhythmia were unsuccessful. The new pulse generator and the old electrode remain implanted. The patient will be monitored via latitude. There were no additional adverse patient effects.